Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation to further investigate the customer reported issue. The fse was unable to reproduce the customer reported error but replaced the left master tool manipulator (mtm) due to the error. The system was then tested and verified as ready for use. Isi received the master tool manipulator (mtm) associated with this complaint. Failure analysis was unable to replicate the customer reported issue during system testing. The encoder error was not replicated; however, the mtm had an interpolator error on the outer yaw motor in the field. Therefore, the motor was to be replaced. The unit will have the axis one motor replaced and re-tested.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the procedure was converted to open surgery approach due to a non-recoverable fault associated with a master tool manipulator (mtm). Due to the error, a twenty-minute delay occurred in successfully converting the procedure. The procedure was completed as an open approach, and the patient recovered well postoperatively.